Event description:
The distributor contacted animas on (B)(6) 2013 alleging a crack in the case at the battery compartment. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged damaged case issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: on examination, the battery compartment had multiple cracks at the opening of battery chamber, one extending down to the primary seal. The keypad was noted to be intact without damage. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. On testing, there was no issue with loss of power. There was no evidence of moisture damage in battery compartment. Unrelated to the original complaint, the display was noted to be dim and discolored. During testing, the contrast button was noted to have intermittent response and required multiple button presses with increased force applied to evoke a response. The up arrow, ok and down arrow buttons responded properly. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.